Event description:
After simulation was completed, the operator noticed that the field light was no longer present and upon visual examination inside the collimator noticed a shattered halogen field light bulb. The damaged field light bulb was immediately disposed and replaced with a new part. We are unaware of any injury associated with this issue. However, the potential for injury exists if the halogen field light bulb should shatter during simulation, while patient is lying on top of the table.